Event description:
Additional information was received from the patient. There were no steps taken to resolve the steroid injection stimulating the device. Patient said they were informed from their urologist that they couldn't take an MRI scan because they have a device manufacturer's implantable neurostimulator (ins) in them for bladder control. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she got a steroid injection in her hip and the injection had seemed to ¿have stimulated the interstim device¿ and the patient wanted help turning down stimulation. The patient was assisted in turning stimulation down to a comfortable level. The patient reported that she was just going to turn the device off until she talked to her healthcare provider (hcp). The patient reported that she called the hcp on the day of the report and left a voicemail and was waiting for a call back. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.